Event description:
The lead and generator were received for analysis. Product analysis was completed and approved on the returned lead. Analysis was performed on the returned lead portion and the reported high impedance allegation was not verified. The lead was returned intact. During the visual analysis the quadfilar coils appeared to be kinked, in one area. What appeared to be specs of dried body fluids were observed on the anchor tether helical. The (+) white and (-) green electrode ribbons appeared to be stretched with what appeared to be remnants of dried body fluids on the surface and the helices appeared to be misshaped these findings indicated the lead assembly had been attempted to be used. The condition of the lead assembly returned is consistent with conditions that typically exist following an attempted implant procedure. No obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead assembly were performed with no discontinuities identified. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications. Based on the findings in the product analysis lab, there is no evidence to suggest any device-related anomaly with the returned lead. Incomplete insertion of the connector pin may have been a potential cause for the observed high impedance condition during an attempted implant of this lead. Product analysis for the generator was completed and approved. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. Data dump also shows high impedance day of surgery but this is likely a stored impedance value. No additional information has been received to date.

Event description:
It was reported from a surgeon when he was implanting a model 106 generator and 304 lead, high impedance was seen. This was reported to have been seen on several interrogations. The electrode was checked on the nerve, connection to the generator was checked, and usual verification steps were performed. The physician then decided to implant the patient using a different generator and lead. Information was received that the explanted devices will be sent this week to houston. It was confirmed that this was the patient's first implant and that the surgeon did irrigate the nerve properly before implantation and that there were no observed obstructions in the header of the generator while inserting the pin. The lead was inserted until the end and heard two clicks. Generator diagnostics confirmed functionality of the generator. Device history records of the generator and lead were reviewed. The generator passed all specifications prior to distribution. The lead passed all specifications prior to distribution. The unused devices have not been received for analysis to date.